Event description:
It was reported that the programmer displayed an error and the programmer was overheating. The programmer is expected to be returned for servicing. There was no patient involvement.

Manufacturer narrative:
The reason for return was confirmed. The programmer failed incoming functional testing due to the power supply being defective. As a result the power supply was replaced. There were also errors noted in the software history. Software reconfiguration was performed. The device was cleaned. The programmer then passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.